Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. The device failed two self tests due to a low battery over the next two months. The pad pak is removed and a new one inserted on (B)(6) 2011 and operates as normal until another failed self test on (B)(6) 2012 for a low battery. The problem with the device was attributed to a solder short on the usb power switch u4. The solder short on u4 caused the device to perform a manual self test when connected to the usb cable. This resulted in the device recording a manual critical fail due to a low battery. The fault did not affect the device's ability to deliver therapy if required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.